Event description:
The patient's attorney has alleged the following: (B)(6) 2015 - the patient underwent repair of left inguinal hernia and a bard/davol ventrio st mesh was implanted in the patient during this repair. (B)(6) 2017- patient underwent surgery; during the surgery, the surgeon noted, ¿mesh is folded and twisted upon itself, barely covering the floor¿ and ¿the vas deferens is noted to be encased in a fold of the mesh and it was not possible to salvage the vas deferens for this reason¿. As reported, the patient continues to experience complications related to the ventrio st mesh, including pain and permanent damage to his vas deferens. As alleged, the bard/davol ventrio st implanted in the patient was defective and failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient's attorney further alleges that the patient has been injured and has sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.

Manufacturer narrative:
At this time no conclusions can be made. Information provided is limited at this time as such, the cause of the patient's post operative complications cannot be determined. Should additional information be provided a supplemental emdr will be submitted. This emdr corrects the field device manufacture date. Not returned.

Manufacturer narrative:
At this time no conclusions can be made. Information provided is limited at this time as such, the cause of the patient's post operative complications cannot be determined. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The patient's attorney has alleged the following: (B)(6) 2015 - the patient underwent repair of left inguinal hernia and a bard/davol ventrio st mesh was implanted in the patient during this repair. On (B)(6) 2017- patient underwent surgery; during the surgery, the surgeon noted, ¿mesh is folded and twisted upon itself, barely covering the floor¿ and ¿the vas deferens is noted to be encased in a fold of the mesh and it was not possible to salvage the vas deferens for this reason¿. As reported, the patient continues to experience complications related to the ventrio st mesh, including pain and permanent damage to his vas deferens. As alleged, the bard/davol ventrio st implanted in the patient was defective and failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient's attorney further alleges that the patient has been injured and has sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.